Manufacturer narrative:
Patient identifier, patient age, date of birth and weight are unknown. The patient is over 18 years old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure the physician attempted to perform an incision using pure cut mode at 20 watts. The sound of electric current was present, however, the device would not cut. The wattage was then set from 20 watts to 25 watts and the device would not cut. After the physician activated the cut wire several times, the cut wire bent at an odd angle. The procedure was completed with another stonetome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure the physician attempted to perform an incision using pure cut mode at 20 watts. The sound of electric current was present, however, the device would not cut. The wattage was then set from 20 watts to 25 watts and the device would not cut. After the physician activated the cut wire several times, the cut wire bent at an odd angle. The procedure was completed with another stonetome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the cut wire was discolored and the working length was twisted. A functional evaluation found that continuity existed between the 2-in-1 connector and the exposed cutting wire, which allowed proper conductivity across the device. The resistance across the 2-in-1 connector and the cutting wire measured within the cutting resistivity specification. Additional testing, by inserting the device into a scope, found that the initial tip orientation met the orientation specification. The length of the exposed cutting wire was within specification and the device was able to meet the bowing specification. The condition of the returned incident device was not consistent with the complaint that the device was unable to cut. The complaint was not confirmed. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.